Event description:
It was reported that the perfusion number is low and graph is chaotic. There is no patient information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.